Event description:
It was reported that the procedure was a pre-planned aui procedure. One of the iliacs was totally occluded. The clinician planned and successfully completed the aui approach utilizing two trunk-ipsilateral components. This was a planned deviation. The pt is doing fine. There was no allegation of deficiency made related to the excluder bifurcated endoprosthesis device.